Manufacturer narrative:
The unit had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near display window corners. All buttons functioned properly. No button error alarms noted. However, corroded keypad traces noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.